Manufacturer narrative:
The technician found the head end brake casters are faulty. The technician replaced the head end brake casters to resolve the issue.

Event description:
Technician alleged that the head end brake casters swivel when in brake position. No pt impact.